Event description:
Rn placed a new bag of medication in the apii pump at 2355. At 0215 the pump alarmed empty. Only 10cc volume of a 100cc bag remained. Pt should have only received approximately 26cc during this two hr time period. Pt actually received 90cc over two hrs.